Event description:
It was reported that the patient indicated receiving inappropriate shocks due to rapid atrial fibrillation (af) from their device while cycling which resulted in the patient falling. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693165 lead, (B)(6) 2007. (B)(4).